Event description:
Information was received indicating that the extra dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump was set to 0.5 ml instead of 2.7 ml and that the patient was not changing the continuous dose for the night. Per reporter patient received 3.4 ml/hr during the night instead of 2.8 ml/hr. No adverse patient effects were reported.